Event description:
The customer reported a leak in the up/down knob under the electrical insulation of the distal tip cover, along with a line appearing in the endoscopic image and brake torque up/down being out of tolerance, during maintenance of a gastrointestinal videoscope. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.